Manufacturer narrative:
This report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2018-00601.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00631005032, liner, lot # 61276818. Item # 00771101500, femoral stem, lot # 61170469. Item # 00620205422, cup, lot # 611257414. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02373, 0001822565-2018-02374, 0001822565-2018-02375, 0001822565-2018-02376.

Event description:
It was reported that a patient developed pain in hip secondary to a torn tendon approximately 3 years post implantation. Surgery was performed to repair the tendon. However, due to concern for an unconfirmed deep infection, the surgeon performed an I&d procedure in lieu of tendon repair. Cultures were negative for infection, but positive for alval. Attempts have been made, and no further information has been provided.